Manufacturer narrative:
The lot number was provided for 25 out of 49 malfunctions and lot history reviews were performed. The samples were not returned to the manufacturer for evaluation for any malfunction; however 44 malfunctions received medical records and were reviewed. All 44 malfunctions that received medical records are confirmed for perforation. The five malfunctions that did not receive medical records are inconclusive for perforation as no objective information has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause for these malfunctions were unknown. The devices are labeled for single use. (Corporate lot no# gfsg3586, gfue4495, gfuc2361, gftc2543, gftk2856, gfsf2696, gfsj2336, gfsg3608, gfsg4593, gfph3271, gfrh5548, gfte3410, gftk1566, gfql0743, gfpi1766, gfra4451, gfsd1776, gfrl2026, gfsi2171, gfqd3718, gfsh3649, unknown).

Event description:
This report summarizes 49 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All 49 malfunctions involved patients with no reported consequences. 43 patients' age ranged between 29 and 90 years old. 25 patients were reported as male and 16 patients were reported as female. Five patients' weight were reported between 120 and 220 lbs. All other patient information was not provided.

Manufacturer narrative:
H10: the lot number was provided for 25 out of 49 malfunctions and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical record were provided and received for 46 malfunctions, of which 7 malfunctions included images. For 3 of the 49 malfunctions, medical records were not provided. Out of 49 reported malfunctions, 44 malfunctions were confirmed for alleged perforation. Three malfunctions were inconclusive for the alleged perforation. Perforation and migration are confirmed for one malfunction. The remaining malfunction is confirmed for the reported perforation, detachment and migration. Based upon the available information, the definitive root cause for these malfunctions were unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfsg3586, gfue4495, gfuc2361, gftc2543, gftk2856, gfsf2696, gfsj2336, gfsg3608, gfsg4593, gfph3271, gfrh5548, gfte3410, gftk1566, gfql0743, gfpi1766, gfra4451, gfsd1776, gfrl2026, gfsi2171, gfqd3718, gfsh3649, unknown),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 49 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All 49 malfunctions involved patients with no reported consequences. Of the reported 49 malfunctions, 45 patients' ages were ranged between 29 and 90 years old. 25 patients were reported as male and 16 patients were reported as female. Five patients' weight were reported between 120 and 220 lbs. All other patient information was not provided.

Event description:
This report summarizes 49 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All 49 malfunctions involved patients with no reported consequences. Of the reported 49 malfunctions, 46 patients' ages were ranged between 29 and 90 years old. 25 patients were reported as male and 16 patients were reported as female. Five patients' weight were reported between 120 and 220 lbs. All other patient information was not provided.

Manufacturer narrative:
H10: the lot number was provided for 25 out of 49 malfunctions and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical record were provided and received for 48 malfunctions, of which 7 malfunctions included images. For 45 malfunctions, the investigations are confirmed for perforation. For one malfunction, the investigation is inconclusive for perforation. For one malfunction, migration (a0104) was additionally added and the investigation confirmed for perforation and migration. For one malfunction, migration (a0104) and detachment (a0501) were additionally added and the investigation is confirmed for perforation, detachment and migration. For the remaining one malfunction, the company is still investigating issue at this time. Based upon the available information, the definitive root cause for these malfunctions were unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfsg3586, gfue4495, gfuc2361, gftc2543, gftk2856, gfsf2696, gfsj2336, gfsg3608, gfsg4593, gfph3271, gfrh5548, gfte3410, gftk1566, gfql0743, gfpi1766, gfra4451, gfsd1776, gfrl2026, gfsi2171, gfqd3718, gfsh3649, gfsj2336, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 49 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All the 49 malfunctions were involved patients with no reported consequences. Of the reported 49 malfunctions, 46 patient's ages were ranged between 29 and 90 years. 25 patients were reported as male and 16 patients were reported as female. Five patients' weight were reported between 120 and 220 lbs. All other patient's information were not provided.

Manufacturer narrative:
H10: the lot number was provided for 25 out of 49 malfunctions and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation. However, medical records were provided and received for 48 malfunctions, of which 7 malfunctions included images and for the remaining one malfunction, medical record was not provided. 45 malfunctions were confirmed for the alleged perforation. Two malfunctions are inconclusive for perforation. For one malfunction, the investigation is confirmed for the reported perforation, migration and detachment, therefore, trending device codes a010402 and a0501 were added. The remaining one malfunction is confirmed for the alleged perforation and migration. Based upon the available information, the definitive root cause for these malfunctions were unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfsg3586, gfue4495, gfuc2361, gftc2543, gftk2856, gfsf2696, gfsj2336, gfsg3608, gfsg4593, gfph3271, gfrh5548, gfte3410, gftk1566, gfql0743, gfpi1766, gfra4451, gfsd1776, gfrl2026, gfsi2171, gfqd3718, gfsh3649, gfsj2336, unknown), g3 h11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.